Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen times out sooner than expected, even after customer alleged they did not touch on an active area. Customer's blood glucose was 189 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.